Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. This was discovered during set-up and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufactured date: august 20, 2022 to august 21, 2022. H10: the actual device was not available; however, a photograph of the bag label and a video of the sample was provided for evaluation. Visual inspection of the video revealed a leak at the spike port bonding area. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.